Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that there was no identified damage to the navlocks. They had received a replacement black navlock tracker and used it without inaccuracy. They were planning to test the tracker again onsite with support.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a guidance device being used in a spinal procedure. It was reported that there was major inaccuracy in displayed navigation image of solera ats screw while using the black nav lock tracker. While the screw was approximately 33% in bone, and not being advanced, the surgeon rotated the nav lock tracker and the pedicle screw image moved inferior by approximately 2.5mm-5.0mm. This occurred on the first screw they attempted to place. Nav images had been accurate with both the drill and tap images. The surgeon was very disturbed by this, and the rep had to have them verify the accuracy of our trajectory with both tactile feel and other navigation instruments. It was noted that the black nav lock tracker seemed most susceptible to changes in the navigation image. They tested the blue nav lock tracker and the deviation was less. There was no patient harm. There were no additional complications reported or anticipated as a result of the event.